Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 85% stenosed, 15mmx3.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 3.5mmx15mm quantum maverick balloon catheter was advanced for dilatation. However, upon the 2nd inflation at 12 atmospheres, the physician noted that the contrast was leaking. The device was removed and it was found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.